Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of low glucose. The logs also showed the patient announced an early usual dinner meal prior to the hypo event, and their sensor triggered an expiring in 24hrs alert, both of which may have contributed to this event. However, the specific cause of this event cannot be determined. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On 5/7/25, a cds reported that a patient experienced a hypoglycemic event with loss of consciousness in the early morning hours. The patient reported that paramedics were called and treated the patient at their home with glucose gel and a juice box. The patient did not need hospitalization. Their bgs came back into range and the patient was reported as fine.